Manufacturer narrative:
D10 in initial MDR report should have been "yes". Radiometer has not been able to establish the root cause. It is considered likely that the issue is related to the opening of a plastic bag in the cleanroom.

Event description:
According to the complaint, the customer noticed a foreign material around the needle.